Manufacturer narrative:
(B)(4). Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated they were able to clear the alarm and they were able to rewound insulin pump. Customer stated drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.